Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Reported issue of the device was no image with the cyf-v2 scopes. In evaluation, endoscopic image is not output is attributed to the terminal buckling of the video connector socket. The scenario for the terminal buckling of the video connector socket can be as follows: · when the endoscope connector was inserted into video connector socket of the otv-s190, the missing part of the endoscope connector tip was caught at the terminal inside video connector socket of the otv-s190. · the terminal inside the video connector socket of the otv-s190 was pushed all the way and buckled because the endoscope connector was further inserted with the endoscope connector caught. However, customer has not reported any issues with the scopes involved. The instructions for use includes ¿6.3 connection of an endoscope¿ contains the following description: confirm that the video connector of the videoscope are not damaged.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. The user¿s complaint is confirmed. Upon inspection and testing, it was observed that the device yielded no image for the cyf-v2 scopes. This is attributed to the bent pin inside the video connector.

Event description:
As reported for this event, the device was not yielding an image with the cyf-v2 scopes during an unknown diagnostic procedure. There was no delay in the procedure and no harm reported to the patient.